Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they said they tested the device before use and when they tried to pull the c-ring back, it wouldn't go back inside and the tube/saline side would bend and kink each time they tried to move the c-ring back inside the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation on 03/25/2020. An investigation was conducted on 06/11/2020. A visual inspection was conducted. Signs of clinical use and slight amounts of blood was observed on the cannula handle. The scope wash tube was observed to be kinked but extended when received. When attempting to retract the c-ring, the c-ring would not retract or extend equally. After multiple attempts, the scope wash tube of the c-ring snapped in two. Based on the returned condition of the device, the reported failure "mechanical issue" was confirmed as well as for the analyzed failure" material twisted/bent; c-ring". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they said they tested the device before use and when they tried to pull the c-ring back, it wouldn't go back inside and the tube/saline side would bend and kink each time they tried to move the c-ring back inside the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.